Manufacturer narrative:
As the product was surgically abandoned, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available to the company at this time. If additional information becomes available, this report will be updated as necessary.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned and replaced due to high out-of-range pace impedance measurements (>2000 ohms). No additional adverse patient effects were reported.